Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed multiple no deliveries. The customer's blood glucose level was 197 mg/dl at the time of the call. The customer was assisted with a displacement test and the device passed. The insulin pump started working as designed.

Manufacturer narrative:
The customer's daughter called regarding the customers insulin pump. Daughter stated the customer's insulin pump is working fine, daughter purchased new batteries and it is working ok for the customer. Help line advised daughter to have the customer monitor the insulin pump and call back if assistance is needed. No further assistance needed at this time.